Event description:
Information received by medtronic indicated that customer reported blank screen since it was exposed to water. Customer went swimming and the pump went off and then realized there was a crack. No harm requiring medical intervention was reported. Troubleshooting was performed, and the issue was not resolved. The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned insulin pump for an alleged blank display, and cosmetic damage at an unspecified location found on october 25, 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and displacement accuracy test (delivery accuracy test) with 0.08695 inches. Insulin pump error and were noted during the self test and the red light on the keypad overlay was on at all times. When the battery was removed to test the sleep current and active current, the insulin pump completely shut off and required a restart. P-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. Insulin pump was cut open to perform visual inspection and found the white wire (motor vibration connector) was torn and moisture damage on the electrical board 1, electrical board 2, force sensor, motor, corroded battery tube, and harness assembly vibrator. Led anomaly was isolated to the keypad assembly using a test case. Internal lithium battery was tested with a low voltage of (3.06 v) after being able to charge for 7 hours. Internal lithium battery was isolated to the cause of the insulin pump error . The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (peeling). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.